Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via device manufacturer representative. It was reported that the patient was seeing the error code 8286 (empty pump) on their personal therapy manager (ptm) when trying to request a bolus, and the ptm was indicating that the pump's refill date was (B)(6) 2020. As of (B)(6) 2020, the patient had a refill scheduled for the following week. No symptoms or patient complications were reported. The drug being used in the implanted infusion pump was unknown.